Event description:
It was reported during the patient's trial procedure, the physician was unable to access th epidural space due to the patient's prior surgeries, osteophytes, and internal anatomy. The physician attempted entering the space at 3 different levels in addition to using a guide wire and coude needle to no avail. Subsequently, after an hour the physician decided to abandon the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.